Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. After the pump access site was closed, the team observed a blood leak at the sleeve and suture hub. The team made choice to explant and replace the pump.

Manufacturer narrative:
The investigation into the product damage (hole in catheter) has been completed since the original report was filed. The product was returned and tested. Upon investigation of the pump, no damages were noted. Bleeding at access site was also reported where additional intervention was required, and pump was explanted. The root cause of the access site bleeding - major was determined to be use related due to the repositioning unit being too close to the access site; blood was able to enter through the catheter anchor.